Event description:
Subsequent to the initially filed report, the following information was received: user facility medwatch report received that states dr. Was performing a mitral clip procedure and when removing the mitral clip he was unable to deploy. Only half of the clip was engaged in the steerable guide catheter. When removing the steerable guide catheter, the clip opened and became lodged in the femoral vein. The patient experienced significant hemorrhage. Cardiac and thoracic surgeon was called in to do an open cut down and removal of clip. Almost all the blood loss occurred while trying to explore the wound and gained proximal and distal control on the femoral vein and once this was performed the foreign body could be removed. This was a defect about 1.5 cm in diameter in the vein. It was not able to be repaired primarily but was repaired with a pericardial patch. Hemostatis was good at the conclusion of the procedure. There was a small amount of thrombus within the lumen of the vein which was removed when the foreign body was removed. Patient was discharged to the cicu. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported entrapment of the device and patient effects of hemorrhage and tissue injury appears to be a result of the procedural condition. A cause for the reported thrombus could not be determined. It should be noted that the instructions for use (IFU)states: confirm clip is locked; however; in this complaint it was reported that the clip was not locked during removal of the clip delivery system (cds). This information suggested user deviated from IFU. This user deviation from IFU contributed to reported difficult to remove the cds, mandrel break and premature activation issue. The reported patient effect of tissue damage, thrombus and hemorrhage as listed in the mitraclip system IFU, is known possible complication associated with mitraclip procedures. The reported surgical procedure, delay to treatment/ therapy and hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment medwatch report #mw3700910000-2021-8002na.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report entrapment, delay, prolonged hospitalization, tissue damage, and surgical intervention. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, mr did not change. A second cds (00818u214) was advanced to the mitral valve, and the leaflets were was grasped; however, the mean pressure gradient increased to 8mmhg. Therefore, the leaflets were un-grasped to remove the cds from the patient. When the clip was retracted back into the tip of the steerable guide catheter (sgc), the clip became stuck at the guide tip. It was noted that the physician inadvertently did not lock the clip during removal of the cds. The cds and sgc were both retracted back to the groin and the sgc was removed. However, the tip of the sgc became torn and the clip became stuck in tissue. Due to the clip not being locked, the clip was inverted, but the mandrel broke and the clip became detached, but remained attached to the gripper and lock lines. Tissue damage was observed resulting a clinically significant delay in the procedure. Therefore, the patient remained hospitalized longer due to the clip was removed through a surgical-cutdown and the tissue damage was treated surgically. The first clip remains stable on the leaflets. One clip was implanted, and mr is 4. No additional information was provided.